Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, customer stated the universal surgical manipulator (usm) 4 needed to be disabled due to electrically erasable programmable read-only memory (eeprom) error. There were no reports of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the customer reported complaint was confirmed as having occurred in the field and replicated. System logs recorded error 32056 coupled with errors 1123 and 1173. Unit was tested in-house on a patient side cart fixture test platform (pftp) where it failed automatic gain control (agc) current with errors 32056 and 1123 on axis 1. Aba troubleshooting was performed with gold yaw searchlight single axis (slsa) flat flex cable (ffc) installed and test passed. No signs of damage during visual inspection. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the yaw slsa ffc.